Event description:
Olympus medical systems corp (omsc) was informed that during a colonoscopy, the user successfully placed and tightened the loop over a polyp using subject device; however, could not release the loop form the subject device because the control wire of the device snapped within the handle. It was reported that the user successfully released the loop and withdrew the device from the pt after the user broke the handle and operated the control wire using his hand. The polyp was ligated by the loop and the procedure was completed as scheduled. There was no report of pt injury regarding this report.

Manufacturer narrative:
The handle of the subject device was returned to omsc for eval. The eval found the wire was kinked and broken within the handle. Omsc reviewed the manufacturing records of the subject device and confirmed that there was no irregularity. Based on the previous investigation, the control wire is supposed to be broken because the user forcibly tried to operate the device while the loop stuck within the insertion portion of the device, or while the insertion portion of the device was bent and kinked sharply. The stuck and kink are likely due to the user handling. This report is being submitted as a medical device report in an abundance of caution.